Event description:
It was reported that after completion of a da vinci-assisted repeat paraesophageal hiatal hernia repair procedure, the patient was found to have suffered a thermal burn/injury to the esophagus. The injury was not noticed in the initial procedure. No reported arcing occurred during the procedure. During the da vinci-assisted surgical procedure, the surgeon explained that she had cauterized esophageal tissue and then used the blade of the monopolar curved scissor (mcs) instrument to push esophageal tissue. The surgeon believes this technique resulted in a combination of a thermal burn and traction injury. The patient returned to surgery on post-operative day (pod) #8 to place a stent to repair the injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. A review of the site's system logs for the reported procedure date was conducted by an rpms quality engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.